Event description:
It was reported that the programmer displayed an error message at boot up. The power was cycled and the error cleared. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.